Manufacturer narrative:
The reported event of charge timeout was confirmed by analysis. The charge timeout was due to excessive high-voltage charging. The reported event of inappropriate therapy was not confirmed. The device worked as programmed. Interrogation of the device showed that it had reached end of service. Longevity analysis found the battery depletion to be normal. The device was tested on the bench. No anomalies were detected.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks due to supraventricular tachycardia. The implantable cardioverter defibrillator exhibited an alert for "charge time limit reached". The charging time out is attributed to the device charging excessively. Device replacement was discussed. No intervention was performed. The patient will continue to be monitored.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted because it had reached elective replacement indicator on (B)(6) 2018. The patient was stable before, during, and after the procedure.